Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's right lead was exposed. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the surgeon opened a new skin flap to tuck the lead under to address the issue. There was no infection.

Manufacturer narrative:
A patient's right lead was exposed was reported to abbott. Surgical intervention was undertaken wherein the surgeon opened a new skin flap to tuck the lead under to address the issue. There was no infection. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.